Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Full event site name: (B)(6). Additinal email: (B)(6).

Event description:
N/a.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had connector broken. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, (B)(6). A getinge field service engineer (fse) checked unit for fiber optic connector broken, it was unknown when the damage occurred. Confirmed the connectors was broken. Fse disassembled the unit and remove the broken fiber optic cable connector assembly. Fse installed a new one then reassembled and ran the unit through a full functionality and calibration test unit meets factory specifications.